Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was found that there were 4 packages of products less than expected in the box during normal checking. There should be 36 packages of products in the box, but actually there were only 32 packages of products. Upon the visual inspection of the received box, it was found that contained thirty-two foil packets instead of thirty-six packets. As per product requirements, the box should contain thirty-six packaging. In addition, it was noted that the tab dispenser was removed from the box. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: patient consequences? If yes, please specify. No please clarify if picture (mmexport1730865139519.jpg) mentioned in note(a-12063465) and picture (1) available in the attachments section is the same file. Yes h3 investigation summary: the product was returned to ethicon for evaluation. One open box with thirty-two representative unopened samples was received for analysis. Product code vcp345h upon the visual inspection of the received box, it was found that contained thirty-two foil packets instead of thirty-six packets. As per product requirements, the box should contain thirty-six packaging. In addition, it was noted that the tab dispenser was removed from the box. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event, as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.